Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood backed up into the circuit due to a hole in a balloon. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site to trouble shoot possible blood back issue. No blood was found or detected within the system. All parts replaced were replaced due to hours and inflation count. Completed system with all functional and safety tests per manufacturer specifications. Returned unit to customer for use.

Event description:
N/a.